Manufacturer narrative:
5/4/2009 customer report was confirmed. As received, entire wire-reinforced section of cannula body was compressed at different locations. Cannula body was also compressed under the tied suture.

Event description:
The cannula was used during a case and when it was removed at the end of the case the surgeon noticed that the cannula walls were pushed in. The perfusionist told rep that she had problems with drainage during the case, but wasn't sure what was causing the problem. After seeing the cannula, she suspects the poor drainage was due to the misshapen cannula. Incident took place 2-3 weeks ago..